Event description:
It was reported to philips that the device was giving an error indicating that disk space is low. The device was in clinical use at the time of the event. No harm to the patient or user was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided the system was outside clinical use at the time of the event. The philips field service engineer (fse) checked the system onsite and confirmed that the image disk space was low. Review of the system log file confirmed "frontal ip-pc image disk 1¿. To resolve this issue, fse replaced the frontal ippc drives. After the replacement, the system was returned to use in good working order. Later which, the issue reoccurred in another case. To resolve this issue, fse replaced the hard disks and ippc. After the replacement, the issue was never reported again. The codes were updated based on the investigation outcome.